Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user changed the needle and was unable to fill the cartridge. Reportedly, the user was able to fill a new cartridge. The user's blood glucose level was 203 mg/dl at the time of the report.